Event description:
On june 17, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving a battery indicator message. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient indicated that the battery indicator began in 2009. The patient was unable to obtain any blood glucose reading on the subject meter for two weeks and reportedly have been guessing the dose of insulin to take. In addition, the patient was eating less sugar than usual. At 3 or 4 days after the onset of the reported issue, the patient allegedly developed symptoms of "hungry and thirsty." The patient did not receive any medical intervention as a result of the reported issue. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake and physical activities. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hyperglycemia 2 or 3 days after the patient was unable to obtain a blood glucose reading due to the battery indicator message. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.